Manufacturer narrative:
Concomitant products: product ID: 309328, lot# 0210231764, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) in a clinical study via a manufacturer representative (rep) reported a return of incontinence. It was reported that the patient didn't feel the stimulation anymore. Factors that may have led or contributed to the issue remained unknown. Interventions that were taken to resolve the issue was that loperamide was administered. It was reported that the event was not resolved at the study exit but it was also reported that issue was resolved at the time of the report. The investigator assessed the event as not serious, not related to procedure and related to device. No surgical intervention occurred or was planned. Relevant medical history includes fecal incontinence due to peripheral neuropathy since 2010. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# unknown, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0210231764, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was implanted on (B)(6) 2015 and the event was still ongoing when the patient exited the study. There was no mention about the cause of the return of incontinence and no stimulation feeling. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 309328, lot# 0210231764, implanted: (B)(6) 2015, product type lead .

Event description:
Additional information received reported that reprogramming was also done. No further patient complications have been reported as a result of this event.